Manufacturer narrative:
Additional information was received on 12/2/2019, per operative report, it was reported that a 77-year-old caucasian patient who underwent breast augmentation surgery with 500cc mentor memorygel breast implants experienced right sided anisomastia and left sided breast mass post procedure. As a result, patient underwent bilateral removal and replacement with 500cc mentor memorygel breast implants on (B)(6) 2019. Reason for device explant and/or reoperation: anisomastia on (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: there are neither deficiencies alleged nor patient injuries or a failure at the device. During visual inspection of the device it was observed a crease in the anterior view. No other anomalies were observed. A crease/fold failure may be the result of the continuous and sustained stresses to the device. . Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant medical products: 500cc mentor smooth round high profile memorygel breast implant catalog: 3505004bc lot: 6790751 serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian patient who underwent breast augmentation surgery with a 275cc mentor memorygel breast implant experienced right sided rupture post procedure. A magnetic resonance imagery was performed on (B)(6) 2019 which confirmed right sided rupture. As a result, patient had an explantation on (B)(6) 2019.